Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.2170 inches long. Visual examination under magnification noted a crush mark to the upper fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
There was no patient harm however a stat blood test was done with the results being within normal limits.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a clinician noted the heparin infusion was leaking at the upper fitment of the pumping chamber. The tubing was disconnected from the patient and there was no patient harm.